Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, white particles, wear abrasion and deformation. Bubbles in the gel observed after autoclave cycle. Device not ruptured. Base on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation reported as rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted.